Event description:
It was reported that the patient had an occluded catheter and was scheduled for a catheter revision. This catheter occlusion was leading to the patient¿s 3rd revision in the past 8 months. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).